Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05175. It was reported the patient stopped receiving adequate stimulation. As a result, the patient chose not to use her scs system and has not recharged the ipg as recommended. The charger and programmer can no longer communicate with the ipg. The patient plans to have her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.